Event description:
A caller reported experiencing temperature alarms numbered 10 and 11. There was no reported impact on the customer¿s blood glucose level due to uncertainty, as the caller declined to provide information. The customer was advised by technical support to replace the current pump, and a new pump was sent under warranty. The customer was instructed to use the current pump as backup therapy and to follow return procedures for the problematic pump.